Event description:
It was reported that during a prostate procedure, forward firing at 50000j was observed. A second fiber was used to complete the case. No injury to patient reported.

Manufacturer narrative:
(B)(4).